Event description:
It was reported to boston scientific corporation in 2008, that securi-t percutaneous replacement gastrostomy tubes were used during a peg (percutaneous endoscopic gastrostomy) procedure performed one day prior. According to the complainant, "the internal bolster was found to be torn when removed from package." Procedure completed with another of same securi-t percutaneous replacement gastrostomy tubes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.